Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, anaemia, fatigue, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, anaemia, dyspareunia, fatigue, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, fatigue, migraine, headaches, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Previously reported event "injury" is replaced with "chronic pain", events- "dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, fatigue, migraine, headaches, hair loss", reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pain') and embedded device ('there is a second essure coil in one of the cornu fragments of tissue'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: anemia, ovarian cyst, nabothian cyst, adhesion and vaginal burning sensation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (transvaginal hysterectomy, and bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, dyspareunia, menorrhagia, anaemia, fatigue, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, anaemia, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, fatigue, migraine, headaches, hair loss. Address: (B)(6) (discrepancy noted as per pif). Blood transfusion: (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: event: "there is a second essure coil in one of the cornu fragments of tissue" added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and embedded device ('there is a second essure coil in one of the cornu fragments of tissue.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, ovarian cyst, nabothian cyst, adhesion and vaginal burning sensation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, dyspareunia, menorrhagia, anaemia, fatigue, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, anaemia, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, fatigue, migraine, headaches, hair loss. Address:- (B)(6). (Discrepancy noted as per pif). Blood transfusion: yes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.